Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture frayed and then broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.